Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly the specimen pouch detached from the instrument and fell into the pt's cavity. The surgeon was able to retrieve the pouch without injury to the pt.